Manufacturer narrative:
Medical device problem code: (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was attempted to lock onto tissue; however, the clip was unable to deploy properly. The device was removed and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.